Event description:
New information received notes that correct implant date is (B)(6) 2009.

Manufacturer narrative:
Correction d6a - date of implant is (B)(6) 2009 rather than (B)(6) 2009.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient contacted the clinic after experiencing dizziness. Upon review of the transmission, revealed high ventricular rate episodes; it was found that the right ventricular (rv) lead was exhibiting oversensing of noise. Additional testing showed normal parameters with impendence remaining stable. The patient is pacer dependent, the rv lead was capped and replaced on (B)(6) 2021. Patient was in stable condition.